Manufacturer narrative:
(B)(4).

Event description:
Literature: motta f, antonello ce, stignani c. Intrathecal baclofen and motor function in cerebral palsy. Developmental medicine and child neurology. 2011; 53(5): 443-448. Summary: the authors conducted a retrospective analysis to determine the impact of intrathecal baclofen (itb) therapy on motor function in pts with cerebral palsy (cp). The authors studied 37 pts (18 males, 19 females) with cp treated with itb (mean age at implant (B)(6)) between 2003 and 2008. Eighteen pts were affected by spastic diplegia, 12 by spastic quadriplegia, six by dystonic quadriplegia, and one by hemidystonia. Nine participants were in gross motor function classification system (gmfcs) level ii, 13 in level iii, seven in level IV, and eight in level v. Motor function was assessed by the gross motor function measure (gmfm) before the treatment and 12 months after implant. The authors concluded that itb therapy is an effective treatment for managing spasticity and dystonia, and for improving motor function in children with cp. Reportable events: it was reported that there were three catheter-related complications and the catheter was subsequently replaced, one infection that occurred in one pt which was resolved with antibiotic treatment, and one leakage of cerebrospinal fluid that occurred in one pt which cleared up spontaneously. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt information provided is the average for all the pts. At this time no additional information was available, additional information regarding the pt, event, interventions and outcome has been requested.